Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was able to confirm in the error logs that code 53 did occur 2 times. The fse ran the iabp unit through a complete calibration test and all was good. The fse also disassembled the iabp unit and removed the drive transducer and found that there was moisture and other foreign material in it. However, the moisture was a oily substance that may have been caused by the transducer. To resolve the issue, the fse installed a new transducer, recalibrated the system, and ran the iabp unit on a trainer and a test balloon with no errors. The iabp passed all functional and safety tests and was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a fault code #53. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.